Event description:
A malfunction was reported on the pump by a caller, with no notable events occurring prior to the issue. There was no adverse impact on the customer's blood glucose level. Technical support provided reset information and assisted the caller in resetting the pump, and no further malfunctions were reported afterward. The customer was advised to continue using the pump and to contact support if the problem recurred, which the caller acknowledged and understood.